Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately three weeks post implantation of an implantable pulse generator (ipg) system that the right ventricular (rv) lead dislodged. It was noted that the patient did yard work picking up sticks. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.